Event description:
There was no pt involved in this event. The device malfunctioned because the device would not power on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The device was disassembled for investigation and a significant level of corrosion was found on the membrane tail. Though no fault was found the membrane was replaced. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.